Event description:
Desert dermatology reported to steris that a patient, who sought dermatological treatment at their facility for a skin condition, claimed it was due to work related exposure to resert xl hld. Steris contacted desert dermatology for incident/patient information, including the name of the facility where the patient worked however no additional information was provided.

Manufacturer narrative:
Resert xl hld labeling states, " irritating to eyes and skin. Avoid contact with skin and eyes. After contact with skin, wash immediately with plenty of water. Wear suitable gloves and eye/face protection. Prolonged or repeated skin contact may cause skin drying and irritation". Steris will submit an updated report should additional information become available.

Event description:
Desert dermatology reported the patient had an allergic reaction to resert xl hld resulting in dermatitis which has lasted approximately six months. Desert dermatology advised the patient to avoid the product and areas where it was being used. The individual is restricted from the area where the product is being used; she did not miss any time from work. Desert dermatology would not disclose if the patient has any known allergies nor release the name of the patient for direct follow-up.